Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had a fever and pneumonia following a trial procedure and was admitted to the hospital.

Event description:
A report was received that the patient had a fever and pneumonia following a trial procedure and was admitted to the hospital.